Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient was preoperatively diagnosed with degenerative disease, lumbar instability, lumbar spinal stenosis at l4-l5, l5-s1 and underwent the following procedures: posterior re-exploration decompression of l5-s1 along with decompression of l4-l5, posterior lumbar spinal fusion l4-l5, l5-s1, stabilization with posterior segmental spinal instrumentation l4-l5, l5-s1, right iliac bone graft, use of autologous bone graft and spinal cord monitoring and use of rhbmp-2/acs. As per the op notes: ¿a 6.5 40-mm screws were placed on the right at l4 and l5 and 7.5 40-mm screws were placed into the sacrum. All screws were placed in direct vision with pedicle probe and spinal cord, monitoring remained intact throughout the entire portion of procedure. A spinal construct was created al/4-inch titanium rods, they were placed with appropriate bone screws and couplers and they were appropriately tightened and torqued. Decortication was performed with a bur instrument at l4-l5 in the sacral ala, transverse processes and lateral recess. Rhbmp-2 was impacted in fusion bed. Iliac crest bone graft along with rhbmp-2/acs was impacted in a fusion bed for the fusion of l4-l5 and l5-s1.¿the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.